Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.b3: estimated date.

Manufacturer narrative:
The device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date of event.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after an unspecified procedure. Reportedly, the starclose se device become stuck in the patient after clip deployment. The safety release was attempted but unsuccessful. The starclose se device was removed from the patient anatomy with the vessel locator wings partially opened. It was unknown if the clip of the starclose se remained in the patient; however, manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.